Event description:
The manufacturer received information alleging a trilogy evo ventilator is not transmitting data while in use by a patient. There was no report of injury or harm. The device has not yet been returned to the manufacturer. If any additional information is received, a follow-up report will be filed.